Event description:
During a percutaneous coronary intervention (pci) of a very calcified circumflex lesion, the cypher (sds) stent delivery system did not cross. Attempts to remove the sds into the guide catheter were unsuccessful. Apparently during the attempt to withdraw the sds, the proximal struts stent uplifted. The guidewire, sds and guiding catheter were removed as unit, however during removal, the stent dislodged when the system reached the sheath. The product was not retrieved and no attempts were made to retrieve the stent as previously reported. The patient was in good condition, and to date, there is no plan to remove the stent. The procedure was completed at that time.

Manufacturer narrative:
A report was received that a cypher stent was associated with dislodgement. The event involved a male with a history of recent mi and previous stenting of the lad (2 days ago). The patient had been admitted to the hospital with abdominal pain and underwent an angiogram that the revealed a lesion in his circumflex/lm. This patient's recent history put him at increased risk for mace. The circumflex/lm was described as complex, 99% occluded, very calcified and involving a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and or lesions. The lesion was predilated prior to the introduction of a 2.50 x 28mm cypher stent. Attempts to cross the lesion were unsuccessful and the physician attempted to remove the product by pulling it into the guiding catheter. According to the IFU, a cypher sds with an un-deployed stent should be retrieved by pulling it and the guider out as a single unit in order to prevent stent dislodgement. When performing this maneuver, he noted that the proximal struts of the stent had uplifted. He then opted to remove the sds and guider as a single unit. At some point during this retrieval, the stent dislodged from it's balloon, but remained on the guidewire at the level of the common femoral artery. The physician then tried to snare it, but was unable to remove it and the involved guidewire through a number of up-sized sheaths. It remains in the patient's common femoral artery. The reporter indicated that the procedure was successfully completed with the placement of three cypher stents and that he was in good condition. There is no plan to remove the stent surgically at this time. The product remains in the patient. Manufacturing records for lot a0806201 were reviewed and results indicate that product met quality requirements for product acceptance. There are vessel and procedural factors that may have contributed to this event.